Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one tunneler with an attached groshong catheter in three (3) segments was received for evaluation. Visual evaluation, microscopic visual observation, functional testing were performed on returned device. A complete compound break was noted on the distal end of the second catheter segment. The edges of the complete compound break on the distal end of the second catheter segment were noted to be jagged. The surface was noted to be granular throughout. A complete compound break was noted on the proximal end of the distal catheter segment. The edges of the complete compound break on the proximal end of the distal catheter segment were noted to be jagged. The surface was noted to be granular throughout. Small splits were noted on the proximal portion of the distal catheter segment. Therefore, the investigation is confirmed for the reported catheter fracture issue and identified material separation issue. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using MRI power port isp. During the procedure, the catheter ruptured at the insertion site during placement of subcutaneous tunnel. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using MRI power port isp. During the procedure, the catheter ruptured at the insertion site during placement of subcutaneous tunnel. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the MRI powerport isp that are cleared in the us. The pro code and 510 k number for the MRI powerport isp are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.